Event description:
During a routine cataract extraction procedure, the doctor reported experiencing a corneal burn in the patient's operative eye. The incision required two to three sutures to close. The patient is expected to have a good outcome.

Manufacturer narrative:
Eval summary: the phacoemulsification machine was tested and examined at the customer location by an amo service technician. The system was found to be operating within the specification for the device.